Manufacturer narrative:
Patient information was not made available from the site. On 10/25/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The 2 navigation systems were also checked-out, all areas passed on both systems. Systems performed as intended. On 11/16/2016 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the imaging system. Delay in therapy was less than one hour. There was no impact on patient outcome.